Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Downstream occlusion testing was performed with no issues noted. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The downstream tubing guide was found to be out of specification and was determined to be the cause of the condition. The downstream tubing guide will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.